Event description:
It was reported that patient presented to the emergency room for an unknown issue on the same day a blood glucose monitor was placed on her left arm. Review of the electrocardiograms (EKG) showed one episode of abnormal pacemaker function with pacing inhibition on the right ventricular and atrial channels and another episode showed normal device function. It was identified that the glucose monitor was close to the implantable pacemaker at the time of the first EKG and away from the implantable pacemaker during the second EKG. The caller performed subsequent device testing and found stable readings. A boston scientific technical services consultant discussed that it is recommended that the glucose monitor be placed on the opposite arm from where the implantable pacemaker location. This system consists of a boston scientific implantable device and competitive leads. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).